Event description:
The customer reported via telephone call that the blood glucose had been fluctuating and was advised by a doctor to have the insulin pump replaced. The customer declined troubleshooting. The blood glucose reading was 29 mg/dl. The customer treated with juice. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.